Manufacturer narrative:
Due to character limitation in e1 for event site address, the full event site address is (B)(6). Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had blood ingress. There was patient involvement but no harm reported.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions),h11. Corrected fields:d9,d10. It was reported that during use of the cardiosave hybrid intra aortic balloon pump (iabp), blood ingress into the device was observed. Patient involvement was reported, however no patient harm or injury occurred, as alternative treatment was promptly initiated. The equipment was contaminated with blood, and the customer refused the manufacturer paid maintenance, instructing the customer that the faulty equipment could not be used clinically.

Event description:
N/a.